Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields:b5, d9,f6, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus and the failure was confirmed and determined to be due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
While the patient was sedated during an egd/esd there was a procedural delay greater than 30 minutes due to the scope not bending enough. The procedure was completed using a back up device and there were not reports of patient harm.